Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy for atrial arrhythmia. It appeared to be a supraventricular tachycardia (svt) event. Technical services (ts) was requested to review the event and advise is programming changes are recommended to prevent future shocks for similar situations. Additional information provided advised the patient received another inappropriate shock for an svt event. Programming changes were made, and the patient was recommended to be evaluated in-clinic for further evaluation. The ICD remains in service. No additional adverse patient effects were reported.